Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval), g3, g6, h2, h3, h6 (investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed bottom touchscreen display was smashed beyond repair. Replaced touchscreen and components. Performed a full function and calibration check. Device operating per manufacturers specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen is broken. There was no patient involvement reported.